Event description:
The reporter contacted animas on (B)(6) 2013 alleging the keypad buttons on the pump were sticking. No further information was available. Animas customer technical support made several attempts to contact the reporter to follow up on the complaint; however, the reporter did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of the keypad buttons sticking was not duplicated during testing. All of the keypad buttons responded appropriately and were functional. The keypad was removed and there was evidence of contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.